Event description:
Anonymous medwatch form received via the dept of health & human svs. It reads: "i.v. Pump infused 1000cc of ns with 20meq of kcl over 3.5 hrs instead of 75cc hr that the pump was set at. A second bag was not hung."